Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 32mm stent delivery system catheter was returned for analysis. An examination of the crimped stent identified struts from the proximal end of the stent lifted and pulled distally. The undamaged crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues. No other issues were identified with the device.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous proximal end of left circumflex coronary artery. A 3.00 x 32 synergy drug-eluting stent was advanced for treatment. However, during procedure, the stent struts was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient is stable.